Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Strip lot # on recall #1052693-06/13/16-001-r note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for recall and high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with tests results from results obtained of mg/dl. Caregiver calling states that the true track strips are bad and was having a lot of issues with them. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/13/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): . (B)(6). Caregiver is not sure of the exact open vial date but possible was (B)(6) (lot # rs4631.) Lot # rs4612 vial have 2 strips left in them. There were no changes or medical treatment were made as a results of the meter. The patient did not have to seek any medical assistance related to diabetes because of the meter and the strips.